Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that when flushing the device, the patient complained of pain and during chemotherapy it was confirmed that the port could not be aspirated. The port was removed. There was no reported patient injury.

Event description:
It was reported that when flushing the device, the patient complained of pain and during chemotherapy it was confirmed that the port could not be aspirated. The port was removed. There was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct FDA rn number is 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The appropriate fields were updated accordingly. Manufacturing review: a complete manufacturing review was not available because the corporate lot number is unknown. Investigation summary: the sample was returned and evaluated. Visual and microscopic evaluations were performed of the physical sample. A split of the catheter was observed 33 mm distal of the proximal catheter end. The fracture surface of the split had smooth, rounded sections and peeled/granular sections, oval orifices, which was consistent with flexural fatigue. Therefore, the investigation was unconfirmed for unable to aspirate and confirmed flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.